Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date. Physician¿s name is unknown. (B)(4) current failure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, the physician connected the active cord to the cautery pin and tried to deliver current. However, the snare did not deliver current and was not able to perform resection due to this issue. The procedure was completed with another captivator snare. It was reported that the device worked properly when it was checked in advance. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned product found the handle cannula detached. Crimping marks were present on the handle cannula; however, it was determined that it had not been sufficiently clamped into the active cord insert during the handle assembly process, ultimately causing the detachment. The snare loop was noted to be irregular in shape. Functional inspection was not performed due to the condition of the unit. The complaint was confirmed; the handle cannula detachment did not allow current to flow from the generator to the snare loop. The most probable root cause for this event is manufacturing. There is an investigation in place to address this issue. A ship history was performed to identify the most probable lot involved in this incident: (B)(4). A review of the device history record (DHR) was performed; no anomalies were noted. No similar complaints exist on this lot number.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, the physician connected the active cord to the cautery pin and tried to deliver current. However, the snare did not deliver current and was not able to perform resection due to this issue. The procedure was completed with another captivator snare. It was reported that the device worked properly when it was checked in advance. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.